Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the greater trochanteric periprosthetic fracture of the patient's left hip. Procedure: the patient had left hip replacement history. Patient had total left hip arthroplasty several years ago (outside cors scope). Patient had persistent and progressive pain in the left hip for many years. X-rays confirmed loosening of the femoral component. Revision of both acetabular and femoral components 1/march/2018. Patient had chronic infection after revision arthroplasty, and underwent left hip arthroplasty with placement of antibiotic- loaded cement spacer on (B)(6) 2018. The patient presented drainage from left thigh incision and in (B)(6) 2019 had a resection arthroplasty with antibiotic-loaded cement spacer for his infected left hip. Revision of all components and removal of cement spacer (B)(6) 2019. Patient had left hip greater trochanteric fracture (b1) and subluxation secondary to failed fixation after extended trochanteric osteotomy for hip revision (B)(6) 2019. No components exchanged.